Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 15cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the ipp was explanted because the system was empty and the device would not inflate. The patient was recovering following the surgery.